Event description:
Same case as manufacturer's#: 6000093-2004-00661, 6000093-2004-00663, 6000093-2004-00664, 6000093-2004-00665. It was reported that approximately 2 days after a coronary drug eluting treatment procedure, the patient developed occlusion of the lad. In 2004 the physician deployed a taxus express2 3.0 x 16 mm drug eluting stent in the distal lad at 10 atms; postdilated at 12 atms. The lesion had been predilated with a maverick 3.0 x 20 mm balloon. He then attempted to advance a taxus express2 3.0 x 24 mm drug eluting stent to the proximal-mid lad unsuccessfully due to vessel tortuosity. A dissection was noted in the proximal-mid lad following the predilation with the maverick. A taxus express2 3.0 x 16 mm drug eluting stent was deployed in this area. Then a taxus express2 3.0 x 12 mm drug eluting stent was deployed at 12 atms in an overlapping fashion. This area was post dilated @ 14 atms. A dissection proximal to this stent was noted and a taxus express2 3.0 x 16 mm drug eluting stent was then deployed at 10 atms and postdilated at 12 atms. There was 0% residual stenosis with no evidence of dissection or distal embolization. The patient received heparin and integrilin during the procedure and was given plavix and aspirin post-procedure. Two days later, the patient developed nausea and shortness of breath with subsequent EKG changes and cardiogenic shock. The patient was taken back to the cath lab where the physician determined that there was occlusion of the stents with no distal flow in the lad. The physician was unable to rewire the artery due to poor guide support. An intra-aortic balloon pump was inserted to stabilize pt hemodynamically. Pt was taken to the operating room for emergency coronary bypass surgery. The patient was unable to be weaned off the bypass pump postoperatively and was placed on a biventricular assist device. Pt was taken back to the operating room several times over the next 2 days for evacuation of significant amounts of clot from the thorax. Pt chest x-ray was abnormal with essentially whiteout of the left side. Three days later, clots were also noted in the ventricular assist device chambers. Following exchange of biventricular assist devices, pt experienced hemodynamic collapse and pulmonary edema. Attempts were made to resuscitate pt, but the patient expired on the same day.